Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously high microalbumin (ma) results that were generated by the immage 800 immunochemistry system. Erroneous results were reported outside the laboratory. The samples were repeated producing lower ma results and amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Microalbumin is run on urine samples. Prior to the event, ma qc results were within the lab's established ranges. Qc run over a period of time was demonstrating poor precision. A field service engineer (fse) was dispatched and replaced the syringes and the syringe t-valve. As of (B)(6) 2010, there were no further calls to the bci hotline for ma problems.